Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment for lower extremity arterial disease of the bilateral iliac arteries using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the treatment, the vbx devices were implanted to the bilateral iliac arteries and the proximal side was protruded into the aorta about 1 cm. A smart stent 8 mm was implanted in the right external iliac artery. The patient tolerated the procedure. On (B)(6) 2025, a reintervention was performed because the vbx device implanted in the right common iliac artery was partially compressed and occluded, and the smart stent in the external iliac artery was also highly stenosed. An indigo system was used to remove thrombosis. A smart stent 10 mm x 6 cm and 8 mm x 10 cm were implanted into the implanted devices. The patient tolerated the procedure. The physician stated that there was no kyphotic and the cause of the compression was unknown. Probably due to external pressure.